Manufacturer narrative:
The machine was thoroughly evaluated by both our sales rep as well as the maintenance rep and no issues were found.

Event description:
During a transfer of a resident to bed via medcare lift n' weigh. The resident was placed on the bed and the cna released the down button, but the lift continued to go down. The hanger bar ended up stopping on the resident's chest. No injuries were reported. Note the boom on our lifts will rest on top of someone but will not crush them if the hand control gets stuck in the down position. This is a safety feature to prevent pinching.